Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information although a probable temporal relationship between the patient¿s last home ccpd treatment on the liberty cycler and the subsequent cardiac arrest event resulting in the patient¿s death, there is lack of information available in the file to determine actual causality. There is a possible association between the patient¿s pre-existing cardiac comorbidities with concurrent diabetes mellitus. At the time of this clinical investigation there are no reported allegations of any fresenius device malfunction as a contributory factor in this adverse event and the esrd death notification form is unavailable. Further information has been solicited and should additional information become available, this clinical investigation will be reevaluated.

Event description:
It was reported, this (B)(6) patient with end stage renal disease (esrd) on continues cyclic peritoneal dialysis (ccpd) therapy (for 3 years and 4 months) experienced a cardiac arrest during ccpd treatment at home and subsequently expired on (B)(6) 2017. The circumstances preceding the cardiac arrest event and etiology are unknown. The death certificate/esrd death notification form are unavailable at the time of this clinical investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
Registered nurse reported that the patient suffered cardiac arrest during treatment and subsequently expired. Additional information has been requested, but has not been provided.